Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water tightness was lost due to a pinhole in the bending section rubber, the forceps elevator had foreign material, the bending angle in the up direction was out of standard, the up/down knob had play, the bending section rubber was scratched, the adhesive on the bending section rubber was cracked, the adhesive on the bending rubber has a white clouded area, the bending tube was dented, and the connecting tube was scratched. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the detection method is described in chapter 3 preparation and inspection of the tjf-q290v operation manual. Instruction manual tjf-q290v cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). The customer reported that the device was cleaned, disinfected, and sterilized before it was sent to olympus. The foreign material could not be identified. The precleaning was not delayed and the forceps elevator was raised, then lowered three times during precleaning. There were no abnormalities in the accessories used for precleaning and the scope was presoaked in a detergent solution. The forceps elevator was brushed and the was flushed with detergent solution. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal scope had water leakage. It is unspecified when the issue was found. The device was returned for evaluation. During the device evaluation, foreign material on the forceps elevator was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.